Event description:
It was reported that a powerpicc line broke and had to be removed from the patient, after having it in place for 78 days. At 78 days the healing was performed, bleeding was observed, as the place generated doubt, physiological solution was flooded in both lumens with a 10 ml syringe. No leakage was observed, statlock was placed, covered with gauze and tegaderm. At 48hs, in the morning, healing is performed, no bleeding or loss is observed, that day in the afternoon, fluid loss is observed in the healing, it is closed and the catheter is removed. At that moment she was receiving immunosuppressant through white lumen at 10 ml/hour, php red lumen at 20 ml/hour, parallel of physiological solution at 5 ml/hour. Maintenance was performed every 4 days service with physiological solution and change of tubulars. No occlusion was reported. The patient received her conditioning regimen and hpc transplantation through this catheter. In the tests that were performed, the leakage was observed when flooded by the red lumen.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a powerpicc sv was returned for evaluation. An initial visual observation of the video showed a drop of yellowish fluid form at the distal end of the molded joint. No other details of the leak site were observed in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.